Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted a isi technical support engineer (tse) and reported that the customer contacted her to report that the image was upside down. The customer reported that they power cycled the system and resolved the issue. The issue was likely due to camera orientation, however, no further information was available. The procedure was completed with no reported injury. On 13-sep-2022, isi contacted the robotics coordinator and the following additional information was obtained: the issue was resolved after swapping to a backup endoscope and power cycling the system. The scope was a 30-degree endoscope, however the reporter did not know the part number and serial number. The reporter did not know if the scope was available for return. There was no injury or harm to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. The serial number of the endoscope was not provided, therefore, an instrument log review of the product related to the complaint cannot be performed at this time. An event verification could not be performed with the based on the current information provided. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that the 30-degree endoscope image was upside down. Incorrect camera image orientation could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.